Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit and failed due to the receiver will not turn on, but will turn on with a known good battery after receiver case is open. Perform internal visual inspection and failed due to damaged battery. The log was not downloaded and reviewed finding rttloss in the log an indication that the allegation did occurred. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.